Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided six photos for evaluation - two of the catheter sticking out of the patient and four x-ray photos. Visual inspection of the photos confirmed that the catheter had kinked while in the patient. According to amrq-000075 rev 15 "the catheter body extrusion shall have a corrected kink radius of = 2.5 cm when tested at ambient indoor conditions." This means that the catheter should not kink unless its bend radius is less than or equal to 2.5 cm. Using the scale on one of the photos, it appears the radius of the bend is approximately 2 cm which is less than 2.5 cm. This potentially would have caused the kink observed in the customer photos, however, it cannot be confirmed without a sample returned for analysis. Product engineering was consulted in regards to the customer supplied x-ray photo. They noted that it appears that the curvature on the x-ray is tighter than what the catheter is required to or intended to achieve (per amrq-000075); however, it isn't clear from the photos what the root cause of the kinking is. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not create a sharp bend in catheter tunnel; kinking and reduced flow will result. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The IFU also instructs the user, "perform a small blunt dissection at venotomy toward exit site (this will minimize catheter kinking at venous insertion site)." The complaint of the catheter kinking in use was confirmed by the customer photo. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the sample returned, the root cause of this complaint was not able to be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported catheter kinked during use and dialysis couldn't be performed. It was reported the device was used on the patient for 24 hours before the issue was detected and the catheter had to be replaced after a few days. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported catheter kinked during use and dialysis couldn't be performed. It was reported the device was used on the patient for 24 hours before the issue was detected and the catheter had to be replaced after a few days. No patient harm was reported. The patient's condition is reported as fine.